Event description:
It was reported that the patient was going to have a surgical revision. The patient has two implanted systems. The status of the restoreprime (B)(4) was unknown, but it was believed to be not in use. The restoreultra (B)(4) was to be moved from the buttock to the abdomen as it was a possibility that the patient was having recharging issues. It was later reported that the revision took place. There were no impedances found intra-operatively. The battery had depleted because the patient had three strikes/overdischarges. The patient was "fine." Refer to manufacturer report # 3004209178-2012-10661 for information on (B)(4).

Manufacturer narrative:
Product ID 3998, lot# v025707, implanted: 2007 (B)(6), product type lead, product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37752, serial# (B)(4), implanted: 2005 (B)(6), product type recharger, product ID 37743fa, serial# (B)(4), product type programmer, patient product ID 37742, serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID 37712, serial# (B)(4), implanted: 2011 (B)(6), product type implantable, neurostimulator product ID 3708340, serial# (B)(4), implanted: 2007 (B)(6), product type extension, product ID 3708240, serial# (B)(4), implanted: 2007 (B)(6), product type extension, product ID 3587a, lot# n0047380, implanted: 2007 (B)(6), product type lead, for use by user facility/importer(devices only). (B)(4).